Manufacturer narrative:
Henrichs, m., hardes, j., singh, g., gosbeger, g., nottrott, m., & streitbuerger, a. (2014, november 12). Stump lengthening procedure with modular endoprostheses - the better alternative to disarticulations of the hip joint? Journal of arthroplasty, retrieved october 11, 2017, doi: 10.1016/j.arth.2014.11.010, yarth 54207. The product was not available for return. Condition is addressed in the package insert. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "stump lengthening procedure with modular endoprostheses - the better alternative to disarticulations of the hip joint?" The article addresses that one (1) patient had perforation of the stump leading to periprosthetic infection. The primary implant spacer led to a perforation of the stump, the spacer was replaced by a mutars-prosthesis. No other information was provided.